Manufacturer narrative:
Manufacturer review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on the blue part of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. (B)(4) has been issued to turnxon precision co. Ltd to address the damaged tunneler issue and identify appropriate actions. Labeling: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that during preparation, the tip of the tunneler allegedly broke. Reportedly, another tunneler was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 03/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation, the tip of the tunneler allegedly broke. Reportedly, another tunneler was used to complete the procedure. There was no reported patient contact.